Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address femoral loosening. Loosening occurred at an unknown interface. The cement was manufactured by depuy. Claim letter alleged personal injury, pain, suffering, tissue with metal stain, rod was loose, the rod was broken, bleeding in her lower leg at the site of the sutures and hematoma.